Event description:
It was reported by the physician that the during a hand-held mammotome procedure, the plastic tip of the introducer broke off into the pt. It was reported that the tip was not retrieved and remains in the pt.